Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that there was a yellow alert for low lv pacing of 91 %. No patient symptoms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).